Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal was removed, the top and bottom cases were in fair condition, and the right plunger case was cracked. A review of the event history log found a motor not running error. Occlusion testing was performed and duplicated the motor not running error that was reported. The issue was caused by the misalignment of the main pc board. Based on the evidence, the root cause was attributed to a user issue, due to the incorrect assembly of the device by the user.